Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted for treatment of an abdominal aortic aneurysm. It was reported that the patient was in for a routine follow up and it was noted that there was a distal type ib endoleak. The aneurysm is currently 6 cm in diameter. A CT scan was performed demonstrating a type 1b leak in left iliac. The physician stated that the aneurysm growth was due to vessel dilation resulting in inadequate seal throughout the left iliac. The patient was taken back to the or to have embolization of left hypogastric artery in combination with a endurant ii limb being placed from flow divider in external iliac. The patient was placed on the table in supine position, prepped and draped in sterile fashion. A left side arteriotomy was performed with 6 fr sheath being placed. After gaining access into the left hypogastric artery a 45cm 7fr sheath was placed into the hypogastric artery followed by a amplatzer 14 mm vascular plug was delivered and deployed. A hand held injection of IV contrast into the left hypogastric artery the 14mm plug was found to be in appropriate position. A marking pigtail catheter was placed from flow divider into external iliac artery. Hand held contrast was delivered and demonstrated the position of the left hypogastric artery. A mark was placed 3cm past the level of the hypo and the plan to extend from flow divider of existing graft to 3 cm into the left external iliac artery. The 16x10x156 endurant ii limb was delivered and deployed landing approximately 2.5 cm below hypogastric artery. After the delivery system was removed a aortagram demonstrated no leak and good wall apposition in external iliac with the appropriate 3 cm overlap at the level of the flow divider. The arteriotomy was closed with the patient leaving the table in stable and good condition. No additional clinical sequelae were reported.